Event description:
It was reported that the device had not been checked since implant five years previously. Upon interrogation, it was noted that the alerts had been going off since shortly after implant for high impedance on the high voltage b (hvb) and superior vena cava (svc) coils. When the pocket was opened it was discovered that the set screws for both hvb and svc were loose. The lead tested appropriately. The device was reconnected to the existing lead and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead (B)(6) 2008. (B)(4).